Event description:
As reported by the user facility: during withdrawal of the catheter, anesthesiologist felt resistance. At that point doctor asked second anesthesiologist to withdraw catheter. He could not, pt started to complain of pain, and he stopped attempting. Catheter still in pt. Waiting till this week and going to have a neurosurgeon look at it to see about removing. Not sure when he will be in town. Pt was discharged from the hospital with catheter in place. Anesthesiologist had a difficult catheter removal on (B)(6) 2012, but catheter was retrieved. Two partial pieces of the catheter were received for investigation on 02/28/2012.

Manufacturer narrative:
Two sections of the actual catheter were returned for evaluation. The first section was torn approx 142mm from the tip of the catheter. In this section, kinks were detected approx 31 and 91mm away from the tip of the catheter. The structure of the tear shows that the catheter was stretched in this area and was compressed by pliers or a similar device, probably during withdrawal from the pt after the catheter was torn. On the second section, damage was detected in the material of the catheter. The other end, opposite section 1, was cut off by the customer. The length of this section was approx 52mm. There are no other reports of this nature against the reported device lot or evaluated catheter lot numbers. As a result, no adverse trends were identified during the investigation. The event description did indicate that the anesthesiologist met resistance while removing the device. While no specific conclusion can be drawn, incidents of this nature can occur when a catheter becomes lodged between rigid body structures and is stretched beyond its design capabilities. Based on the info initially provided by the reporting facility, it was not known if additional intervention was required to remove the catheter. Examination of the returned sample receive on 02/28/2012 revealed the catheter had fractured during removal; therefore, it was determined an MDR would be filed for this event.